Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Heavy charred tissue was observed on the heater wire and silicon insulations. Blood was also observed on the jaws and harvesting tool handle. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip lifted from device. Harvester reported case taking long while harvesting a full leg and a second thigh. A replacement device was used to complete the procedure. Patient was not harmed as a result of the malfunction and conduit was intact. Device is to be returned for investigation.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery strip lifted from device. Harvester reported case taking long while harvesting a full leg and a second thigh. A replacement device was used to complete the procedure. Patient was not harmed as a result of the malfunction and conduit was intact. Device is to be returned for investigation.